Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that roughly ten days into impella rp flex support, the patient developed a gastrointestinal bleed. Heparin was present in the purge line at the time of the noted condition and systemic heparin was halted to manage the condition. Two units of packed red blood cells were provided to counteract the bleed and the condition stabilized. Support with the implanted pump was uninterrupted and the procedural outcome was the patient survived surgery.